Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Complaints text (B)(6) 2018, erp_rfc_user related svn (B)(4); complaints text (B)(6) 2018, florer58 when creating, so noticed unable to send blue pump, shipping smoke color cot pump; complaints text: (B)(6) 2018, florer58. Initial notes: cust sts " two weeks ago, my pump malfunctioned and I called and was sent the cot pump and the cot pump" inquired what led up to the complaint. Customer response: cust sts "the dry screw gives me a no delivery. It's been in the 400 bg been giving herself manual shots for the sugar. For it being that high took 7 u. An hour ago 369 took a shot. Already changed both and still getting alarm. Most time it won't let me prime my pump. " no delivery alarm during manual prime t/s per (B)(4). Expl no delivery alarm and possible causes. Explained that in order to troubleshoot their pump, set and reservoir we may request that they change the set and/or reservoir. Adv positioning in motor may have shifted. Adv to always complete rewind/load reservoir process before connecting back to set. Adv to d/c tubing and reservoir, then r/c tubing and reservoir. Adv to verify connection is secure by gently tugging on the connector. Adv to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer states the insulin did exit. Adv to rewind pump, reinsert reservoir into pump and run manual prime to at least 5.0 units. After connecting, about an hour later will give no delivery alarm. 3.6 u no delivery customer states the pump alarmed no delivery. Adv the pump will need to be replaced. Adv to retrieve and save pump settings. Adv to revert to backup plan per hcp instructions. Expl oow rpl policy. Expl interaction aftercare email. Customer's outcome pertaining to the complaint: adv cust to revert to back up plan. Sending cot for the cot. Cust agrees to cot and return original oow pump. Ship: cot pump / return: cot pump. Initial notes: initial notes: cust sts " two weeks ago my pump malfunctioned and I called and was sent the cot pump and the cot pump is doing the same" inquired what led up to the complaint. Customer response: cust sts "the dry screw gives me a no delivery. " it's been in the 400 bg been giving herself manual shots for the sugar. For it being that high took 7 u. An hour ago 369 took a shot. Already changed both and still getting alarm. Most time it won't let me prime my pump. High bg/under delivery t/s per (B)(4). Patient's bg at time of incident: 400 mg/dl. Patient's current bg: 369 mg/dl. Customer reports they feel okay to t/s. Customer's outcome pertaining to the complaint: offered high bg troubleshooting. Cust declined high bg troubleshooting. Treated with injection of at least 7 u.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.